Event description:
The patient felt high stimulation sensation on one program. When the patient attempted to adjust stimulation, the numbers changed on the patient programer, but the stimulation sensation did not change, even at very low device settings. There were no falls or trauma associated with the event. The patient had not been seen by his hcp for device follow up since a month after implant. The implantable neurostimulator had been working great up to that point. Additional information has been requested, but was not available as of the date of this report.